Event description:
While attempting to place patient on arctic sun cooling system. Staff went through 3 sets of medium pads, but pads were faulty. 1st failure - pump machine indicating " flow error", specifically no water was flowing through pads. 2nd failure - pads had faulty/missing glue/sticky layer for attaching to skin. 3rd failure - set also had " flow error" message on machine.